Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A small, blue, thin plastic fragment could be observed inside the blister package. Further inspection of the piece disclosed it appeared to be plastic ¿flash¿ from its own cutter driveshaft. Some ¿flash¿ is typically generated when inserting the inner tube (cutter) into the plastic driveshaft, as part of the inductive welding process. However, this is manually removed as part of the process. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Based on the investigation, the most probable root cause for this foreign material can be attributed to workmanship (procedure not followed). The foreign material was not captured during the particles inspection check or packaging stage. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a foreign object was enclosed within the packaging of the product.

Event description:
It was reported that a foreign object was enclosed within the packaging of the product.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.